Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin squirted out of the reservoir compartment. Customer's blood glucose was 400 mg/dl. Customer's mother reported there was leak at the back end of the insulin pump, there were fluid or insulin in the reservoir compartment. Customer was advised that the reservoir will be replaced. Customer agreed to return the reservoir for analysis.